Event description:
It was identified that the customer¿s basal programming was unknown. . The customer experienced high blood glucose. The blood glucose level was 480 mg/dl. Customer had been using insulin pump within 48 hours of high blood glucose event. The customer stated that there was no basal programming in the insulin pump. The insulin pump will not be returned.